Manufacturer narrative:
Follow-up #1: date of submission 10/05/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/13/2016 with the following findings: a review of the pump¿s black box revealed unexplained pump reboots. The pump powered on with the returned battery cap to a blank display. Within three minutes, the pump alarmed with an audible ton and vibration alert per normal functions. The battery cap was able to fully tighten. The battery cap measures were within specification. The battery compartment was intact. The ¿intermittent power¿ complaint was unable to be adequately investigated due to the inability to run the 24 hours basal program. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that there was an intermittent power issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.